Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to the clinic as they experienced low blood glucose level. The customer¿s blood glucose level was 70 mg/dl at the time of the incident and current blood glucose level was 109 mg/dl. Customer stated that the insulin pump had insulin flow blocked alarm. Customer reported that the event was resolved by changing complete set. The customer was declined for troubleshooting of low blood glucose level. The insulin pump will not be returned for analysis.